Manufacturer narrative:
The complainant indicated that the device was available for analysis, however, the device has not yet been received. Should the device be returned, a supplemental report containing the analytical findings will be provided.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The location of the lesion, percent of the stenosis, degree of calcification, and vessel tortuosity are unk. An unspecified guide wire and an unspecified guide catheter were placed. Upon advancing the maverick2 15mm x 2.5mm balloon catheter through the guide catheter., the shaft of the balloon catheter broke into pieces. Both pieces of the balloon catheter remained entirely inside the guide catheter. The physician was able to successfully retrieve balloon catheter by removing the guide wire, balloon catheter, and guide catheter as a unit. The procedure was completed with another of the same device. No pt injuries or complications were reported. The pt's status is reported as "no issues".